Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The nurse reported via phone call that the insulin pump was showing zero units of insulin while the reservoir had 129 units of insulin. The customer's blood glucose was 16 mmol/l at the time of incident. The nurse stated that the customer's blood glucose was 19.1 mmol/l prior to the incident. The nurse performed displacement test and self-test. The insulin pump passed both displacement test and self-test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within spec. Device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was tested with a water fill reservoir. Units left on status screen matched properly with units left on test reservoir. No anomalies noted. Device received with stained serial number label and minor scratches on kcd window.